Event description:
Boston scientific received information that the patient implanted with this product had reported slow heart rates of approximately 40 beats per minute (bpm). A holter monitor recorded several pauses in pacing. Interrogation of the device noted oversensing of noise on the right ventricular (rv) channel, causing pacing inhibition. The patient had an escape rhythm of about 40 bpm. The device sensitivity was reprogrammed to ensure constant pacing. A revision procedure was performed. During the revision, it was noted the distal rv setscrew had not been seated. Proper connection was reestablished and the problem was resolved. Further information was later received that the patient had presented with an irregular rhythm due to loss of capture. The pacing impedance measurement was greater than 2500 ohms in bipolar pacing mode. A second revision procedure was performed and the lead was abandoned and replaced. No additional patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned for analysis. The related device was returned and analyzed. Analysis of the device concluded the lead was the most likely cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.